Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged being in the hospital for a week, feeling weak, and lightheaded. Patient also alleged that the device will not turn on or function. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged being in the hospital for a week, feeling weak, and lightheaded related to a CPAP device's sound abatement foam. There is no report of the medical intervention that the patient has received at this time. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged became weak, was hospitalized, device will not turn on not functioning properly. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, pil observed unknown dust contaminant on front and rear panel, bottom and top enclosure, blower box, inlet of blower box. Pil observed what appeared to be water spots from liquid ingress and mineral deposits on the blower box and blower. A keratin-like substance was observed on the blower box outlet and the blower seal. ER-2243857(v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). See ER 2244873 (v01) for the procedure used to make this determination. Pil is unable to directly address the symptoms. Pil cannot confirm the complaint of not powering on, not functioning properly. The device's downloaded event log was reviewed by the manufacturer and found 0 error. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. Sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected for both adverse events and product problem (only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects - clinical codes and health effects - impact code was corrected. In this report, sections d9, g3, h3, and h6 have been updated.